Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) in (B)(4), alleging a onetouch verio iq meter was reading inaccurately high results compared to another meter. The patient reported obtaining blood glucose values of "4.4mmol/l" on the lfs meter and "2.6mmol/l" on a back up meter. Based on statistical methodology, the calculated difference between the results exceeds the expected value of <=1.17mmol/l or <=30% obtained within 30 minutes of each other. The patient did not allege any harm or injury due to the reported issue. Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that a serious injury occurred. In addition the patient performed a meter vs. Another meter comparison where the calculated difference between the results meets lfs' criteria for accuracy reporting.

Manufacturer narrative:
Follow up # 1/supplemental report text- (B)(4) 2013: the lay user/patient's product(s) have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved in this case has passed testing with no faults found. No testing was performed on the patient's returned test strips, as the patient returned only an empty test strip vial. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.